Event description:
The st. Jude medical rep reported that the device delivered numerous therapies. Technical services received an egm that displayed noise characteristics of a lead fracture. The lead was capped.